Event description:
It was reported that a pocket infection occurred and the lead was explanted. Further, it was noted that during extraction of the starfix lead, one lobe of the lead only partially undeployed and the lead had to have gentle traction applied to be removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).